Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead was exchanged during a procedure due to high capture threshold. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.